Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not open after it had been fired. Several unsuccessful attempts were made to open the jaws. Finally after 15-20 minutes they were able to clip the vessel on both sides, force the jaws open and pull the device from the vessel. It is unknown if there was trauma to the tissue once the device had been removed. There was no adverse patient impact reported.

Manufacturer narrative:
(B)(4). (B)(4). (B)(6). In addition, attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(6). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended and then, it locked out as intended. A batch record review was performed and no anomalies were found during the manufacturing process.